Manufacturer narrative:
Concomitant products: product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type lead; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type extension. (B)(4).

Event description:
Follow up information received reported that the patient¿s implantable neurostimulator system was explanted and replaced with an entire new system. It was noted that electrodes #3, 4, and 12 showed impedance values >10,000 ohms. It was also reported that the patient experienced a loss of stimulation in the foot during the event. The patient outcome was reported as ¿alive ¿ with injury¿ with details noted as ¿incisions¿. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID: 39565-30, serial# (B)(4), explanted: (B)(6) 2013, product type: lead, product type recharger. Product ID: 3708140, serial#(B)(4), explanted: (B)(6) 2013, product type: extension. Product ID: 3708140, serial# (B)(4), explanted: (B)(6) 2013, product type: extension. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis found that implantable neurostimulator (ins) was functionally okay and had insignificant anomalies. The body of the lead and both extensions were cut through and the products segmented.

Event description:
It was reported that the patient had a fall about a week ago and lost stimulation on his right side. It was noted that the patient had multiples falls often. Previously, the patient had electrodes 3 and 14 out of range and yesterday the patient had electrode 4 out of range and was unable to program patient to get therapy benefit on the right side. It was indicated that this was ¿strange¿ since 0-3 affected the patient¿s left side, but 4 affected his right side. It was confirmed that it was a 5-6-5 electrode configuration. The patient was going to discuss with the doctor regarding possible revision. Additional information received reported the cause of the event as new high impedance on electrode 4. It was noted that they were unable to program around electrode 4 to cover the patient¿s pain. Although not scheduled yet, the patient¿s device and lead would be replaced. The patient outcome was reported as recovered without sequelae.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.